Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported discomfort at the implant site of the evoke closed loop stimulator (cls) and difficulty establishing a connection and charging with their evoke charger. A revision procedure was performed to resolve the reported event of discomfort at cls implant site and connection issue.

Manufacturer narrative:
The cls was not returned to saluda for analysis. The root cause of the reported event of discomfort at cls implant site and difficulty connecting the cls to the charger remains unknown. The evoke scs system surgical guide states "the risks associated with the implantation and use of a spinal cord stimulation system include persistent post-surgical pain at hardware implantation site and may require surgery (including revision, explant, and replacement) as a result.¿